Event description:
A report was received that the patient had a suspected infection. The patient's symptoms were fever, redness, drainage, swelling, soreness and pain at the ipg and midline incision site. It was believed that the clik anchor was causing the skin to break open at the midline incision because it was more superficial. It was unknown if the infection was device or procedure related. The patient was administered antibiotics. The patient underwent a revision procedure wherein the ipg was reimplanted and the leads were replaced.

Event description:
A report was received that the patient had an infection. The patient's symptoms were fever, redness, swelling and soreness at the ipg and midline incision site. It was unknown if the infection was device or procedure related. The patient was administered with antibiotics. The patient underwent a revision procedure wherein the ipg was reimplanted and the leads were replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, serial/lot #: 15564053, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.